Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll approved business provider. The customer's report was not replicated or confirmed. The device was tested with the returned battery and accessories. The battery was recalibrated and recharged. The device functioned as expected. The logs were provided for review. The device was recertified and returned to the customer. No trend is associated with reports of this type.